Manufacturer narrative:
Mindray rep went on site and evaluated both the passport 2 monitor and the panorama central station. Mindray representative found that the passport 2 monitor did alarm but the volume was set to "low." The passport 2 was not purchased with the arrhythmia option and therefore the panorama central station indicated the alarm as a technical alarm. Technical alarms are provided in yellow on the panorama central station. There was no device malfunction.

Event description:
Customer reported that the passport 2 monitor did not alarm for an arrhythmia event and the panorama central station provided a visual indicator in yellow rather than red. There was no patient injury reported.